Manufacturer narrative:
(B)(6). (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on may 2, 2018 that a wallflex biliary rx uncovered stent was to be used to treat a 4-5 cm malignant stenosis in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2018. Reportedly, the patient's anatomy was tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, there was difficulty advancing the delivery system through the stenosis. Once the stent was in position deployment was attempted and although there was movement of the outer sheath of the delivery system, the stent was not released. The wallflex device was removed from the patient and it was noted that ¿it seems that some part of the releasing system broke¿. A photo of the device was received which showed that the outer sheath was broken at the proximal end of the guidewire access sheath (gas). The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation on may 2, 2018 that a wallflex biliary rx uncovered stent was to be used to treat a 4-5 cm malignant stenosis in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2018. Reportedly, the patient's anatomy was tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, there was difficulty advancing the delivery system through the stenosis. Once the stent was in position deployment was attempted and although there was movement of the outer sheath of the delivery system, the stent was not released. The wallflex device was removed from the patient and it was noted that ¿it seems that some part of the releasing system broke¿. A photo of the device was received which showed that the outer sheath was broken at the proximal end of the guidewire access sheath (gas). The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A fully constrained wallflex biliary rx uncovered stent and delivery system were returned for analysis. Visual examination of the returned device found the outer sheath was detached/ broken at the outer diameter: proximal exterior tube - endoscope interface (proximal end of the guidewire access sheath section), and the inner member was kinked near the proximal end of the guidewire access sheath section. Functional evaluation revealed the stent could not be deployed using the using the delivery system as received; however, the stent could be manually deployed by gripping the outer sheath and pulling the tip distally. The stent was measured to be within specifications, and the outer sheath at the distal exterior tube was measured to be within specifications. There were no issues with the stent noted and no other issues with the device were noted. The reported event was confirmed. In addition, the inner member was kinked. The observed damages are consistent with the application of excessive force during use. Taking all available information into consideration, the investigation concluded that the reported event and the observed failures were likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch.